Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she has been having some issues with insulin delivery. Customer stated that she has found air bubbles in the reservoir and has gotten no delivery alarms and had to change the infusion set three times. One of the infusion sets was leaking insulin at the connector site. Insulin is not getting into the connector site. Blood glucose value was 220 mg/dl and rose to 350 mg/dl within an hour; treated with the insulin pump and a manual injection. She stated that it took about 12 hours before her blood glucose finally stabilized; customer also had ketones. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.